Event description:
Customer reported a result of 222 mg/dl on the inform sys, 76 mg/dl lab result within 10 mins. Customer reported no pt symptoms and did not treat or act on results. No adverse event reported. A request was made for the return of the sys, replacement was sent.